Manufacturer narrative:
Based on the current information provided, the cause of the pneumothorax cannot be determined. System logs were not available for review at this time.

Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient had developed a pneumothorax which required chest tube placement and hospitalization. The procedure involved two target nodules, with the first nodule being 1.2 centimeters in size and located in the right lower lobe, 2 centimeters away from the pleura. The second nodule was located in the right upper lobe posterior segment. The procedure was completed without any delays. However, upon waking up from anesthesia, the patient complained of shortness of breath and required increased oxygen. A post-procedure chest x-ray revealed a moderate-sized pneumothorax and a chest tube was inserted to resolve it. The patient was admitted for two nights during which the pneumothorax resolved, and their respiratory status returned to baseline. The chest tube was then removed, and the patient was discharged home. The physician suspected the pneumothorax occurred because the radial endobronchial ultrasound (rebus) probe was accidentally advanced several centimeters beyond the catheter tip. The physician reported that the pneumothorax was not ion-related, and it would have likely occurred via another modality. There was no ion system or instrument malfunction associated with the event.